Event description:
Revision surgery - due to the patient experiencing hip pain; the stem looked loosed in the pre-op x-rays. During surgery the surgeon determined that the stem was fixed, not loose, but had slightly subsided. He removed the liner and replaced it with a 931-36-252 liner. This liner was aligning shorter than the other leg, so he revolved the 2nd liner and replaced it with a 935-36-252 liner to give the leg more length. He also removed the head and replaced it with a depuy product.

Manufacturer narrative:
The reason for this revision surgery was due to pain that the patient was experiencing after 1.1 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patient's pain could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.